Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilt of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to mesenteric perforation, tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of the inferior vena cava (ivc) wall.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of the inferior vena cava (ivc) wall. Additional information received per the medical records indicate that the patient has a history of sinusitis and psoriasis.   The patient was admitted to the hospital four days before the index procedure. The patient had experienced blunt trauma to the head while working, the patient sustained a c6-c7 spinal cord injury resulting in quadriplegia, a c3 spinous process fracture (fx) and small anterior chip fx of the superior endplate of t2. The patient underwent a closed reduction of c6-c7 fx, anterior cervical discectomy. Due to the nature of the injury the patient developed respiratory distress and was intubated. The endotracheal tube and nasogastric tube were replaced by a tracheostomy and a peg tube. The patient developed a gastrointestinal bleed underwent an esophagogastroduodenoscopy for gastrointestinal bleeding. An ulcer close to the gastrostomy site and a large duodenal ulcer were identified and cauterized. At some point after the peg tube insertion, free air was noted under the diaphragm, a laparoscopy with washout was performed and determined the free air was due to leakage around the peg tube. The patient had no further recurrences of bleeding after the procedure. The hospital course was also complicated by fevers due to ongoing atelectasis. The indication for filter placement was traumatic cervical spine injury with resultant quadriplegia, anticipated prolonged immobility and relative contraindications for full venous thromboembolism prophylaxis. The filter was deployed via the patient's right common femoral vein. After identifying the location of the renal veins, the filter was placed at the mid aspect of the l1-l2 disc space. The patient appeared to tolerate the procedure without evident problems. The patient was discharged to a traumatic rehabilitation hospital approximately one month after admission.   Approximately one year and five months after the index procedure, the patient was admitted to the hospital with an acute stage 4 infected sacral decubitus ulcer with fever. Two days later the patient underwent debridement of the necrotic bilateral ischial decubitus, with application of woundvac. The patient was discharged home five days after admission.   Approximately three years and ten months after the index procedure, the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the filter. The filter was seen with the proximal aspect at the level of the right renal vein, which was the most inferior, the filter was tilted approximately 8 degrees to the left and the filter struts project less than 3mm past the lumen of the ivc. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of the inferior vena cava (ivc) wall.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a4, a5, b3, b4, b5, b6, b7, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused mesenteric perforation and tilt of the filter. The patient reported filter tilt and perforation of the inferior vena cava (ivc) wall. According to the medical records the patient has a history of sinusitis and psoriasis. The patient was admitted to the hospital four days before the index procedure after experiencing blunt trauma to the head while working. The patient sustained a c6-c7 spinal cord injury resulting in quadriplegia, a c3 spinous process fracture (fx) and small anterior chip fx of the superior endplate of t2. The indication for filter placement was traumatic cervical spine injury with resultant quadriplegia, anticipated prolonged immobility and relative contraindications for full venous thromboembolism prophylaxis. The filter was deployed via the patient's right common femoral vein. After identifying the location of the renal veins, the filter was placed at the mid aspect of the l1-l2 disc space. The patient appeared to tolerate the procedure without evident problems. During the hospitalization, the patient underwent a closed reduction of c6-c7 fx, anterior cervical discectomy, intubation and placement of a gastric tube. The hospital course was complicated by a gastrointestinal bleed due to an ulcer close to the gastrostomy site of a peg tube and a large duodenal ulcer, free air under the diaphragm, and fevers due to ongoing atelectasis. The patient was discharged to a traumatic rehabilitation hospital approximately one month after admission. Approximately three years and ten months post implant the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the filter. The filter was seen with the proximal aspect at the level of the right renal vein, which was the most inferior, the filter was tilted approximately 8 degrees to the left and the filter struts project less than 3mm past the lumen of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The depth of the perforation may impact surrounding or abutting organs. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.